Event description:
It was reported that the customer had been of the insulin pump for two weeks and that, upon inserting a battery, the customer received a battery out limit alarm. The customer stated that they had been on a cruise ship, and the battery ran out. The customer's blood glucose was 26 mmol/l. Troubleshooting was done. The customer stated that the buttons were not responding and that they were unable to clear the alarm. The customer stated that there were no significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.